Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 1 month after the dental implant was placed in patient's mouth, non-osseointegration was observed. The device will be forwarded to the manufacturer for investigation. No further patient complications were reported.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported.

Event description:
The clinician reported that 1 month after the dental implant was placed in patient's mouth, non-osseointegration was observed. The device will be forwarded to the manufacturer for investigation. No further patient complications were reported.